Manufacturer narrative:
Evaluation narrative - an evaluation was performed by the supplier and could not replicate the customer complaint. A visual inspection has been performed and showed the hip distractor has been used in the field. The device was tested to try to replicate the described failure in the ball joint of the hip distractor. This was done in the supine position based on expected use case. The failure was unable to be replicated. Testing from the final device acceptance criteria was used to determine if the appropriate testing needed to evaluate this complaint used in the hip distractor. Relevant testing includes a traction load, a vertical load, and a horizontal load. No fault was found this device passed all final device acceptance criteria. Smith & nephew will continue to monitor for trends. No further investigation is required. Device returned to the manufacturer on (B)(6) 2015. Device evaluated by the manufacturer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy it was reported that the ball and socket joint did not hold during the case; it was slipping. There was a ten minute delay and complications were experienced as they, "had to modify a surgical technique" no back up device was available and no patient injury was reported.